Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and was able to verify the reported failure. Physio observed that the power off condition occurred only when a 3rd party usb cable was installed. Once removed, the customer's device powered on and operated without any issues. The customer was advised that the cause of the reported failure was the 3rd party usb cable. After observing proper device operation the customers unit was returned for use. The 3rd party usb cable was disposed of locally and the customer will be purchasing a replacement.

Event description:
The customer contacted physio-control to report that while attempting to download information from their device, the unit powered off by itself. The customer was unable to restore power. There was no patient use associated with the reported event.